Event description:
It was reported that the device was used during a low anterior resection. It was reported that the staple line was leaking. The case was completed by oversewing the stape line. No further info or pt consequence.